Manufacturer narrative:
The product was not returned. Root cause could not be determined. Part and lot identification necessary for review of device history records and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-0975, there are warnings in the package insert that state this kind of event can occur. Under "possible adverse effects," number 2 states, "early or late postoperative, infection, and allergic reaction." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received based on review of a journal article titled, "an algorithm for the posterior cruciate ligament in total knee arthroplasty¿ which compared one-hundred seventy-one (171) maxim cr (cruciate-retaining) knees and one-hundred eighty (180) maxim ps (posterior-stabilized) knees. No statistically significant differences in outcome between the groups were observed. This complaint addresses the, one (1) revision lateral retinacular release and peripatellar scar excision was performed. There has been no further information provided and the patient outcome is unknown.